Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons had been intermittently unresponsive and were now unresponsive. The reporter noted that the rubber on the keypad was completely peeled off and alleged that the response issues had occurred first. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was peeling and torn across the up arrow, down arrow, and ok keypad buttons; the contrast contact was missing. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, the contrast, ok, and up arrow keypad buttons were unresponsive; the down arrow was intermittently unresponsive. During investigation, evidence of contamination was found under the up arrow key contact and the down arrow key contact was inverted.